Event description:
This serious spontaneous device report was received from a medical assistant on behalf of a physician in the united states. A patient, a (B)(6) male experienced right knee infection after he received the first euflexxa (1% sodium hyaluronate) injection for osteoarthritis. Prior to receiving the recent euflexxa injection, the patient received the series of euflexxa injections in the right knee in 2012, which was given by a different physician. On (B)(6) 2013, the patient received the first euflexxa injection (lot number g17042a, expiration date june 2014) in the right knee osteoarthritis. On (B)(6) 2013, the patient was seen in the physician's office for complaint of swollen and painful right knee. On (B)(6) 2013, the patient was admitted to the hospital for the right knee infection and underwent an incision and drainage ( I and d) and it was unknown if the patient received antibiotics. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient was seen by the physician for a follow-up visit. The patient was using crutches at this time. Euflexxa injections were discontinued. The reported causality was unknown. At the time of reporting, the patient was recovering. Medical history was not provided. Concomitant medications were provided. Further information has been requested.